Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on available information, the reported death appears to be related to patient condition (cause of death was attributed to pericardial tamponade, heart failure, severe mitral regurgitation (mr), and right ventricular dysfunction). A cause for the reported pericardial effusion could not be conclusively determined. The reported patient effects of death and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4+ mixed mitral regurgitation (mr), pericardial tamponade, heart failure, right ventricle dysfunction, enlarged atrium, flail anterior leaflet restricted posterior leaflet for a mitraclip procedure. During the procedure, clip orientation was performed. Hypotension was noted, and a new effusion was identified, which was absent pre-procedure. Physician was unsure about the cause of effusion. The effusion progressed, prompting successful drainage. An attempt was made to deploy the clip; however, during subvalvular orientation, the patient continued to decompensate. Cardiopulmonary resuscitation (CPR) was initiated, and a code was called. On (B)(6) 2025, the patient expired. Per the physician, the cause of death was attributed to pericardial tamponade, heart failure, severe mitral regurgitation (mr), and right ventricular dysfunction. The implanter stated that he does not believe the steerable guide catheter (sgc) or clip delivery system (cds) caused or contributed to the outcome. No additional information was provided.